Event description:
Additional information was received indicating that the patient underwent surgical intervention on (B)(6) 2023 wherein the patient's scs system was completely explanted, replaced, and therapy was restored.

Event description:
Related manufacturer report number:3006705815-2023-07038, 3006705815-2023-07037. It was reported that the patient was experiencing ipg pocket site pain and uncomfortable lead stimulation. The patient was experiencing intermittent shocking throughout the day. Diagnostic testing revealed the patient had 13 lead contacts that were unavailable due to impedances. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Section a4: during processing of this incident, attempts were made to obtain patient weight. Further information was requested but not received. Section b3: event date is estimated.

Manufacturer narrative:
It was reported to abbott, a patient was experiencing intermittent shocking throughout the day. An abbott field rep met with the patient and reported the patient had 13 impedances with 3 available contacts to program. A revision was scheduled, and the patient was advised to turn therapy off as the shocking sensation continued. The patient also reported pocket discomfort. The patient has now undergone a full system revision to address high impedances on leads. The patient elected to have an ipg replacement replacing the proclaim with an eterna due to pocket site discomfort. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.